Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson reach dental floss, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that, the floss had defective container and the metal cutter mechanism was dislodged from the dispenser of the floss. The consumer had used scissor to cut the floss. The consumer used the device in the past for years without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A returned sample had not been received and specific information concerning product and lot number involved in this complaint had not been provided. Complaint could not be considered confirmed since customer unit was not received. However, documentation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Disposition was undetermined. Based on the information available, this device was used as intended for treatment. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson reach dental floss, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that, the floss had defective container and the metal cutter mechanism was dislodged from the dispenser of the floss. The consumer had used scissor to cut the floss. The consumer used the device in the past for years without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.